Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: "(B)(6) 2010; inratio: qc1; re-test: qc2. Pt presented with blood in urine.